Event description:
Pt fistula needle was dislodged during the tx when the tape was still on the wing and pt's arm. Estimated blood loss approx 300cc. Unknown if machine alarmed during the event. Upon further investigation, no blood transfusion was given, pt was restless during treatment, and requested to go to the hospital after event.